Event description:
As reported (B)(6) 2015, a pt of unk age and gender presented for a microwave procedure, when the probe was withdrawn in order for repositioning, it was noticed the tip of the pmta applicator partially detached from the shaft of the probe. No piece remained inside of the pt. The device was set aside and a new of the same device was used to successfully complete the procedure. It was reported the pt suffered no harm or injury due to the event. It was reported the disposable device is available for return to the MFR for eval.

Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the MFR for eval. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specs. The results of the device eval will be sent via a follow up medwatch.